Manufacturer narrative:
(B)(4). Medical decive: tibia cemented 5 degree stemmed right size c; item# 42532006402; lot# 64884536. Femur cemented cruciate retaining (cr) narrow right size 5; item# 42502005802; lot# 63717984. Articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 4-5; item# 42522100310; lot# 64557869. Stem extension tapered cemented 14 mm diameter +30 mm length; item# 42557000114; lot# 65264231. All poly patella cemented 29 mm diameter; item# 42540000029; lot# 65134509. Refobacin bc r 1x40 us; item# 110034355; lot# k1903z22ca. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address a deep, staphylococcus hominis and staphylococcusepidermidis infection seventeen days post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. Review of medical records can't be performed as they were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.